Manufacturer narrative:
(B)(4).

Event description:
46 minutes into hemodialysis treatment, machine alarmed for blood leak. Patient's blood pressure decreased, staff gave patient 200ml normal saline. Treatment was interrupted. No visible blood in dialyzer. Staff confirmed blood leak with combur 3 test e test strip through the effluent port. Clinic followed the procedure according to protocol and disconnected patient. Staff was only able to return blood from the arterial line from the t junction. New dialysis machine and dialyzer (same lot) were set up. Patient was able to continue treatment without further complications. Dialysis prescription: qb 370, qd 800, 4.5hrs. Dialysis conditions at time of event: qb 260, qd 500. Machine was primed per unit protocol, with normal saline (500ml ns) by gravity, which takes 5-7 minutes to complete. Other devices used: fresenius 4008s dialysis machine. Nipro blood tubing set. Nipro 14g avf needles.